Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in the clinic for routine follow up, failure to capture was observed on the right ventricular lead. During the procedure, the physician accidentally explanted the atrial lead thinking that it was right ventricular lead. The atrial lead was replaced. The right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable post procedure.